Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. During the device analysis, excessive dried blood was identified in the marker tube; therefore, the marker lumen patency test was not performed. The reported marker lumen blockage was unable to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for marker lumen blockage reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, the side port on the proglide device was flushed without issue. The proglide was advanced without resistance; however, no pulsatile blood flow was seen from the marker lumen. The proglide was removed and a second proglide device was used with the same results. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.